Manufacturer narrative:
The device was returned for analysis. The irregular appearance (loose link) was confirmed. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. The cause of the product quality problem (loose link) cannot be determined. The subsequent treatment is due to the circumstances of the procedure. In this case, it is possible, the foot was inadvertently opened prior to insertion; however, this cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
N/a.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional prostyle device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that an arteriotomy closure of the calcified left common femoral artery was attempted with two prostyle devices after an interventional percutaneous coronary intervention (pci) procedure using an 8f sheath. Reportedly, after insertion of the first prostyle device, the plunger was noted not to be in the proper position as it appeared higher than it should [irregular appearance]. The device was removed and replaced with a second prostyle device. With the second device, upon foot deployment, the suture was observed outside of the device [irregular appearance]. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy.